Event description:
Device evaluation the stylette was partially on the device. The most distal segments of the device were deformed. The distal tip of the catheter was stubbed.

Event description:
It was reported that the physician was treating a lesion in the lad with endeavor resolute drug-eluting stent. The lesion was tortuous with calcification and 95% stenosis. The lesion was not pre-dilated. During advancement to the lesion, the device scrapped of a previously deployed stent and dislodged. The physician was able to remove the dislodged stent with the delivery system. The device was inspected prior to use with no issue noted. There were no further clinical sequelae reported. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
(B)(4): evaluation - inherent risk of procedure (stent deformation). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent embolism); patient¿s condition affected effectiveness of device (lesion morphology) - tortuous with calcification and 95% stenosis; caused by another drug/device (device scrapped of previously deployed stent). Conclusion, results: inherent risk of procedure (stent embolism); another device caused failure (device scrapped of previously deployed stent); device failure/lack of effectiveness related to patient condition (lesion morphology) tortuous with calcification and 95% stenosis.